Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep). Caller reported that patient was currently in or for stage 2 implant. Caller reported that the lead was damaged, plastic. Caller reports the wires are exposed. It was reviewed with caller, do not use the lead for implant, send back for analyze. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that they were not sure when the lead was damaged. They were not sure about the cause and weight of the patient. Lead was returned to company on tuesday (B)(4), 2018.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) indicated that the lead was explanted on (B)(6). There were no further complication reported or anticipated.

Manufacturer narrative:
Product analysis #234573204: analysis information -- (B)(4) 2018 13:09:51 cst pli# 10 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.